Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft compression could not be confirmed as no images were submitted for review, and the device remains in use. Additionally, the reported low flow alarms could not be confirmed as no log files were provided; however, the account indicated that the alarms were caused by the outflow graft compression. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU), rev. C and heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, states that pump flow is estimated from pump power, and addresses assessing pump flow. Section 7 of the IFU ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", describe all alarm conditions as well as the appropriate actions associated with them. Furthermore, the patient handbook instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had low flow due to compression of the outflow graft as seen on computed tomography. The patient was taken to the operating room for revision. This restored the flow to greater than 4 lpm.